Event description:
It was reported that the device had reached elective replacement indicator (eri) unexpectedly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4512 competitor implantable pacing lead (B)(6) 2002; 4243 competitor implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Performance data collected from the device was also received and analyzed. That analysis showed the device had reached elective replacement indicator (eri) on (B)(6) 2012 and low battery voltage (bv) alert was posted on same day.